Manufacturer narrative:
Concomitant medical products: dtmb1d4, crtd; 4968-35, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had early battery depletion due to high threshold measurements of the right ventricular (rv) lead. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.